Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting conducted and the pump did not alarm during the high pressure test. Performed test again without success. Technician sent packaging to return device.